Event description:
It was reported to boston scientific corporation that an injection gold probe¿ device was used during a hemorrhoid ablation procedure in the patient¿s rectum on (B)(6) 2015. According to the complainant, during the procedure, the physician fired the injection gold probe once and when it was fired again it failed to transmit current. Additionally, the device was connected to two different microvasive cords and despite an increase in power setting no cautery was produced. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe using the same generator and generator settings. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Visual analysis of the returned injection gold probe¿ revealed that the device does not have any visible failure. An electrical evaluation was performed and the device passed the load test. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications. There is no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause classification is "not confirmed". The device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.